Event description:
The advocate stated the customer tested her blood glucose using her contour meter and his contour meter. Her meter read 40 mg/dl, while his meter read 320 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed control test and the results fell within the normal control range. The same bottle of test strips was used with both meters. No product will be returned for evaluation.